Event description:
It was reported that the customer experienced issues with their cartridges, causing the pump to malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that cartridges should only be used for three days. No additional information was provided.